Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leak started after a forceps was inserted into and removed from the device a few times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing?---yes. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? ---yes a little. If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---maybe 10mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Forceps. Was any torque being applied to the trocar or device? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.